Event description:
The customer tested her blood glucose and received a reading of 331 mg/dl using her elite meter. She retested using her contour meter and received a reading of 161 mg/dl. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.